Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving prialt/ziconotide (0.7 mcg/ml, 1.28 mcg/day) via an implantable pump for non-malignant pain. The patient claimed that on (B)(6) 2018, the patient bent over to pick something up off the floor and they thought they heard/felt a pop in their back. A few days later, the patient felt their pain returning and their boluses did not provide any relief. The patient experienced a return of pain and a small seroma around the catheter insertion site. Imaging was performed and revealed that the catheter had pulled out of the it space. The patient was taken to surgery on (B)(6) 2018 and a new distal tip was inserted back to t9 and spliced onto the existing catheter. The old distal tip was trimmed and discarded. The tip had been examined and found to be completely normal with no damage. The anchor was still attached and sutured to the tissue just like it was on the day of original implant. The catheter tip was discarded prior to the arrival of the rep. The issue was resolved at the time of this report. The patient's status was alive - no injury.